Manufacturer narrative:
Visual assessment of the device confirmed the reported shedding. Functional inspection was performed and the inner blade did rotate freely within the outer blade, however friction was felt in the unloaded condition. The inner and outer blades showed extensive abrasion at the tip. There is also excessive wear/scratching on the outer assembly o.d. At the tip; this suggests excessive side loading took place during use. The side loading likely caused a misalignment with the inner blades resulting in the reported shedding. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during a procedure, soon after activation, metal flakes were noticed to be shedding from the device. Suction was performed to remove the metal flakes. A backup device was utilized to complete the procedure. No patient injury or complications were reported.